Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge, with 200 units of insulin filled into it. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.